Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris. (Right); revision njr number: (B)(4); primary asa: p2-mild disease not incapacitating. The following components have no alleged deficiency and were not revised during this surgery: profemur® z femoral stem pha00238 lot # 123 qty. 1; profemur® neck neutral short pha01202 lot # 454 qty. 1

Manufacturer narrative:
Updated part and lot number